Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding episode is related to activ.a.c. Therapy. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Device not returned.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient's daughter: the daughter alleged that the patient's wound is bleeding, and that they have gone through 3 activ.a.c. Canister's in less than 12 hours. The daughter declined to discontinue activ.a.c. Therapy unit as recommended, because the nurse had told her that they wanted the wound to drain. The daughter stated that the color of blood is very bright red, and decided that she is going to take her mother to emergency room. On (B)(6) 2016, the following information was reported to kci by the patient's daughter: the daughter stated that she does not think that activ.a.c. Therapy unit caused the bleeding, but might have contributed to it. The patient was admitted to hospital on (B)(6) 2016, and the wound was cauterized that day to resolve the bleeding. The patient is recovering well from the event. Multiple attempts were made to obtain additional information from a health care provider, but were unsuccessful. A device evaluation of the activ.a.c. Therapy unit is currently pending completion.

Manufacturer narrative:
Additional information corrected: date of bleeding episode was (B)(6) 2016. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding episode is related to activ.a.c.® therapy.

Event description:
On jun 21 2016, the following information was provided to kci by the nurse: the nurse confirmed that the date of the bleeding event occurred on (B)(6) 2016, which led to hospitalization and cauterization of the wound on the same day. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service prior to patient placement; the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the unit passed post placement qc checks and met specifications. The unit was returned for evaluation by kci quality engineering on (B)(6) 2016 and passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.